Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed there was oversensing with non-physiological short interval counts (sic) with 1115 lifetime counts of ventricular sic are recorded beginning (B)(6) 2012. There was an alert for undefined resistance with out of threshold subthreshold lead impedance recording an alert on (B)(6) 2012. Also, there was sensing of thirteen non-sustained tachycardia episodes of less than 220ms v-v cycle were recorded on (B)(6) 2012.

Event description:
It was reported that the patient received shocks from the right ventricular (rv) lead due to the pace/sense portion having many non-sustained tachycardia episodes which exhibited noise. There was also an elevated short interval counts (sic). It was noted the impedance was within normal limits. It was also reported that patient arm movements during troubleshooting produced noise on the rv pace/sense vector that were not sensed and there was an alert for all episodes exhausted in an episode. The pace/sense portion of the rv lead was capped and replaced, and the high voltage portion of the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.